Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2018 where an additional implant was added. The patient reported radicular pain following the procedure. The surgeon determined that the implant had breached the neuroforamen. In march 2018, the surgeon performed a revision procedure where he removed the implant and replaced it with a shorter ifuse implant. The patient's pain symptoms resolved following the revision procedure.